Event description:
It was reported during a procedure on march 14, 2013 to remove the whole construct (universal spinal system) from the l3 through l5 levels, a screw was discovered to be broken at the level of l3 (left side). All parts were retrieved except the tip of the broken screw which was left implanted in the area of the l3 (left side) because of complications to remove outweighed removal. Reconstruction was then performed at a lower level because of recurrent back and leg pain. All the parts retrieved from the construct during the removal procedure were given to patient and will not be returned. It was reported the screw did not brake during procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.